Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) inspected and replaced the graphical user interface (gui) printed circuit board (pcb).

Event description:
It was reported that the 840 ventilator was alarming and had a blank screen. Although requested, the information regarding patient involvement was not provided.